Event description:
It was reported that ongoing occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl nor did the cgm read "high". The customer was instructed by technical support to follow several steps to resolve the issue, including disconnecting and tightening tubing, delivering boluses to clear the occlusion, and loading a new cartridge. The bolus completed successfully, and the customer was advised to replace supplies as necessary and resume insulin use.